Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant, the right ventricular (rv) lead exhibited a loss of capture, and the patient experienced an arrhythmia and asystole. A chest x-ray was performed, and it was determined that the lead was not fully inserted into the implantable pulse generator (ipg) header. The pocket was reopened, and the physician attempted to reinsert the lead into the header, but the lead would not stay fixed in the header. The device was explanted and replaced, but the lead exhibited the same behavior. Subsequently, the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted there were two sets of setscrew marks on the pin in the correct location. If information is provided in the future, a supplemental report will be issued.